Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone: (B)(6). Initial reporter fax#: (B)(6). In this MDR, bd corporate headquarters in (B)(4) has been listed in sections as flextronics is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ sharps collectors next generation container had a crack down the back of the product. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: the picture shows a long crack on the area ¿a¿ of the collector base. It was observed that there were not stress marks on the collector area shown in the picture. Damage like chips on the collector bases ribs was not observed. The collector was filled under the fill line. According to the pictures received from the customer, the issue reported under this complaint was a cracked sharps collector (base) which could be damaged by bad handling, however this was received from (B)(6) and according to customer information, all the material sold to australia is changed from the trailer container to a new container to be transported over sea, therefore an evidence like a picture of the original packaging is needed to confirm that this kind of damage occurred before material was packaged. As part of this investigation the current process controls were verified and the result showed that every piece is inspected by the production department. Additionally, a visual inspection is performed by quality inspector based on an aql sampling plan to ensure that all boxes are free of damages before being shipped. Based on information provided it was not possible to determine the root cause as a failure mode related to the manufacturing process since there is not enough information to perform an exhaustive investigation. A corrective action is not required based on the results of the investigation. Trending for the reported issue will continue to be tracked and monitored.